Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00612 and 3007042319-2015-00613) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The pump was not returned for evaluation, as it remains implanted. (B)(4) was returned to the manufacturer for evaluation. The controller passed functional testing but failed visual inspection due to contamination observed on the controller driveline connector. Pictures sent by the field representative confirm the presence of foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed electrical fault alarms and controller fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are often attributed to a foreign material contamination on the driveline connector and result in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient called the hotline after experiencing electrical fault alarms. A driveline connector cleaning was scheduled for the following day. The patient called back ten minutes later to report high priority alarms and "con failure". No pump stop was reported. The patient was instructed to come to the hospital that day to have a cleaning procedure performed. The patient was prepped in the intensive care unit (ICU) with oxygen, monitoring, intravenous catheter, and epinephrine on standby. Visual inspection of the driveline connector revealed two ports covered with a red/blackish substance (blood); that was difficult to remove. The controller port also had one contaminated pin. A driveline connector cleaning procedure per fs0008 rev 02 was performed. The pump was stopped a total of four times; twice for ten seconds, and twice for approximately one minute. The patient tolerated the procedure well. The controller was exchanged without incident and is being returned to the manufacturer for evaluation. The patient is last reported to be at home in good condition. This is report 1 of 2.